Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high watt alarms was confirmed via review of the controller log files which revealed 2 high watt alarms logged on (B)(6) 2017 and an increase in power consumption starting (B)(6) 2017 to parameters above normal operating range. Of note, it was reported that the patient had elevated ldh levels and the official cause of death was reported to be multi-system organ failure due to vad malfunction. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, hemolysis and pump thrombue are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by patient.

Event description:
It was reported from the site that the patient has had a complex post-op course since initial ventricular assist device (vad) implant on (B)(6) 2017 complicated by pump exchange on (B)(6) 2017 for suspected thrombus (already reported) requiring dialysis post-op as patient was anuric. His course was further complicated by need for a second pump exchange on (B)(6) 2017 for suspected thrombus (already reported). In both cases, thrombus was not visualized at the time of pump explant. The patient's powers and flows were up trending the evening of (B)(6) and the patient ended up having two high watt alarms on (B)(6), not even 48 hours' post-exchange. The patient had issues with bleeding post-exchange as well, particularly from his groin that had now been cannulated for bypass x 3. It was further stated that the patient was never extubated post-exchange. Further stated was that due to worsening condition of the patient a family meeting was held on (B)(6) and they decided to withdraw care on the patient. Care was withdrawn at midnight on (B)(6) 2017 and the patient passed not long afterwards. It was stated that the official cause of death was multisystem organ failure (msof) attributed to ventricular assist (vad) malfunction. Further stated was that the family denied an autopsy, so the patient's pump will not be sent back for analysis. Those peripherals used by the patient will be disposed of by the site. No additional information available.